Manufacturer narrative:
A product analysis cannot be performed as samples were not returned to the manufacturing site for analysis. The device history record for lot 705130x was reviewed. During the packaging of this lot, 150 pieces were visually inspected and 360 pieces were physically tested with 0 defects recorded relating to this customer report. The device history record for the lot control and the shop orders indicate that product and specification requirements were met with no non-conforming product identified relating to this customer report. Without samples the root cause cannot be identified. Without any photos demonstrating the green rubber around the needle potential contributing factor can include but are not limited to: ¿ application of epoxy to product ¿ dry cycle and setup of epoxy not set to correct settings ¿ adhesive drip-over ¿ misplaced adhesive ¿ alignment of epoxy to cannula if samples are returned the site can re-open the investigation and perform an analysis on the returned samples. Every precaution is taken when manufacturing this product to prevent any type of malformation of the syringe parts. All lots and shop orders are visual and physical must be 100% testing requirements. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 10/10/2017. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states that they removed the cap from the needle there is a green rubber around quarter inch on the needle.